Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a patient incident. The customer wants to know if there were any alarms during the period of the incident, (B)(6) 2022 between 10:46pm and 2:04am.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was able to confirm the product was functioning as intended. A philips clinical product specialist (cps) reviewed the monitor logs and verified that the monitor was alarming and alarm silencing was performed during the time of the event.